Event description:
During a surgical procedure metal flakes fell off into the pt. The flakes were retrieved by the surgeon without any injury to the pt. All devices used were also replaced to finish the procedure which was extended about a half hour.

Manufacturer narrative:
This device is still under investigation and testing at our facility. As a result, a determination cannot be made at this time. When further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.